Manufacturer narrative:
(B)(4). Evaluation of the device indicates that the customer¿s issue was confirmed. The muting detector jack was broken, the touchscreen was scratched, audio board was replaced and the software was upgraded. The unit was repaired, tested, cleaned, and passed all manufacturing specifications. This device is used for therapeutic purposes. (B)(4).

Event description:
The device was reported as 'only monitors half of the time'' or working intermittently. The device does not monitor the nerve with the probe when needed and there is a broken plug on the back of the device. Follow-up with customer confirmed that there was no patient impact as a result of this event.

Manufacturer narrative:
Analysis of the device was performed prior to repair. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The customer¿s complaint regarding intermittent function of the device could not be confirmed.